Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 977c165, serial/lot #: (B)(4), ubd: 27-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that no device found was seen on the controller. It was reported that the controller would only connect when held by the patient over the ins. The controller would connect, but then quickly lose the connection. It was reported this issue had occurred before, and was the result of the controller connector, however a manufacturer¿s representative (rep) checked the connector and it was fine. The rep tried to communicate with the ins and was unable to, but could communicate with the clinician programmer. Patient was issued a new controller. Additional information received stated that the new controller was still having issues connecting and it took the patient 3 hours to charge to only 70%, before the controller depleted. Patient was issued a new recharge telemetry module. Additional information received stated that the new recharge telemetry module would charge the ins, but as soon as the controller went to sleep, the interrupted recharge message would be displayed. The rep tried unbinding and rebinding the controller but the issue was not resolved. Additional information received stated that an x-ray was performed on the patient the prior week because of the communication issues with the controller and the ins was found to be deeper than expected and could hardly be palpated. Surgical revision will be performed. Additional information received stated that a lead migration was also found during an x-ray of the ins and lead. Initial issues started with communication problems. The lead was reported as being "pulled from the bottom" and the "upper portion of the lead is in gutter." There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.

Manufacturer narrative:
Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2019. Product type lead, product ID 97755, serial# (B)(4). Product type recharger, product ID 97755, serial# (B)(4). Product type recharger, product ID 97745, serial# (B)(4). Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported the ins and lead hadn't been removed and the revision would be scheduled in the near future, but there wasn¿t a date yet. The status of the ins and lead were dependent on the revision. The cause of the migration and the ins being deeper was unknown. It was then reported the patient continued to have ongoing intermittent communication issues. They needed a lead revision and the healthcare provider was wondering if the ins should be replaced. No further complications were reported or anticipated.